Event description:
Patient was revised to address fluid build-up.

Manufacturer narrative:
# 1818910-2011-18169 is a duplicate of this emdr and has been rejected. Depuy considers the investigation closed.

Event description:
Update: (B)(4) 2011 - litigation papers allege pain. There is no new information that would affect the outcome of the investigation. Update: (B)(4) 2012 - preliminary disclosure form was received. Updated patients name.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding to root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.